Event description:
During a thoracoscopic wedge resection, it was reported the surgeon fired the instrument and had trouble getting it open. Surgeon did not feel that the staple line was as hemostatic as it should have been. It was oozing quite a bit. Surgeon used hemostatic foam to stop the bleeding. There was no consequence to the pt.